Event description:
It was reported that during a laparoscopic sleeve procedure, about halfway through the case, halfway up the greater curve, the teflon pad became dislodged from the clamp arm. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information: the device was returned with the tissue pad damaged, melted, and a portion was not returned. The device was tested with a generator and all buttons were functional. There were no anomalies or alert screens noted with the functionality of the device. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when backcutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.